Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5096774 that a female patient underwent a breast surgery with a 375cc mentor smooth round moderate plus profile saline breast prosthesis and an unknown mentor saline implant and experienced bilateral capsular contracture (baker grade unknown) a breast mass, and symptoms including swollen lymph nodes. Low liver function, an ibs diagnosis, kidney issues, elevated estrogen levels, adrenal gland failure, and food allergies post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown which side the breast mass is on. Until further clarification is received, it will be coded under the known device (catalog #: 3502375). This report is for the unknown device.

Manufacturer narrative:
On december 10, 2020, mentor became aware the patient underwent explantation on (B)(6) 2020. In addition, a date of implant was provided. Reason for device explant and/or reoperation: generalized illness symptoms, capsular contracture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).